Event description:
It was reported that during an ureteroscopy procedure for kidney stones, three fibers stopped generating power because they broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the first broken fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during an ureteroscopy procedure for kidney stones, the fiber stopped generating power due to it broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the first broken fiber.